Manufacturer narrative:
Examination of the returned device revealed the balloon was torn longitudinally with a relaxed profile, indicating the balloon had been inflated. The device history record for this lot was reviewed and no anomalies were noted. As per the reported by the physician the balloon leaked during preparation. Pre-inflation is contrary to the directions for use. This may have contributed to the reported malfunction.

Event description:
It was reported to boston scientific corporation in 2008 rx dilatation balloon was used during a dilatation procedure (patient age, gender, and weight unknown) three days earlier. During preparation the physician noticed the device was leaking. The physician completed the procedure with another of the same device. The patient's condition was reported to be "fine" following the procedure. Note: as reported, this event did not represent an MDR-reportable scenario. Evaluation of the returned device, completed the following month, revealed that the balloon was torn longitudinally (this is an MDR-reportable scenario).